Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the downstream occlusion (dso) seal was ripped and bubbled¿ was confirmed through visual inspection. The probable cause was dso seal damage. The dso seal was replaced, and the unit passed all testing criteria. Updated software and unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that during testing, the pump had a ripped and bubbled downstream occlusion seal. There was no patient involvement or harm.